Event description:
An endovascular stent with delivery system was successfully advanced to the target lesion site in the pt's iliac artery. Upon the initial inflation attempt, the delivery balloon burst leaving the stent partially expanded at the target lesion site. The delivery system was withdrawn from the pt without complication. Attempts to use an add'l balloon catheter to fully expand the stent were unseccessful. Using the guidewire, the stent was withdrawn into the introducer sheath and was successfully withdrawn from the pt's vascular access site. There were no clinical sequelae reported relative to the event.